Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient went to the hospital on (B)(6) 2016 as the internal stitches at the ipg site were coming out. The sutures were clipped at the time. The patient experienced pain around the ipg shortly after and was told an abscess was present. The patient's ipg was explanted thereafter. Patient was given intra-venous and oral antibiotics. Cultures were taken; however, the results are unknown at this time. The patient continues to be in the hospital.

Event description:
Follow-up identified the patient was taken back to surgery after the explant of the ipg in order to clean out the pocket. The patient continues to be placed on intra-venous vancomycin.

Event description:
Follow-up identified the physician planned to re-implant the patient once the infection had healed. The patient reportedly received a new ipg on (B)(6) 2017.